Event description:
It was reported that after being wanded as part of security protocol while on vacation, patient was experiencing a shocking sensation and was causing a severe low back pain. The pain became so severe that patient started to find it difficult to walk and ended up falling twice. The patient was hospitalized and is being treated for bacteremia in his lower back. The physician believed that the issue was not related to the device. The database is unable to determine the root cause of the reported shocking sensations. All provided impedances were within range.